Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot# b201582 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The reporter reported that the insulin cartridge was leaking. The patient had obtained blood glucose readings ranging from 200 mg/dl to 300 mg/dl; he experienced no symptoms of high or low blood glucose levels. The patient did not seek any medical attention. No adverse event was associated with this issue.